Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5055570.

Event description:
It was reported that the patients lead was accidentally cut during an ipg replacement procedure (MFR: 3006630150-2020-05986). The lead with the contacts on it was still in the epidural space. The physician tried to retrieve the piece of the lead but was unsuccessful and decided to refer the patient to a spine surgeon to remove the lead piece. It was also believed that the leads had migrated and not getting good coverage. The patient underwent a lead explant procedure and the explanted leads will not be returned.